Manufacturer narrative:
The system was used for treatment. This case is reportable as a MDR due to the reportable malfunction centrifuge bowl leak/break. Since this reportable malfunction is only associated with the kit, this MDR will only be against the kit. A batch record review for kit lot g358 was conducted. There were no non-conformances associated with this lot. This lot met all release requirements. A review of kit lot g358 shows no trends. Trends were reviewed for complaint category, centrifuge bowl leak/break. No trends were detected for this complaint category. Photographs were returned for evaluation. A review of the customer provided photographs show the outer bowl and bowl base had separated completely. The outer bowl can be seen in pieces at the bottom of the centrifuge chamber confirming the centrifuge bowl break. The base of the outer bowl appears to be mostly intact and still contained in the bowl holder. A material trace of the bowl assembly and its components used to build lot g358 found no related nonconformances. Device history record review did not identify any related nonconformances and this kit lot had passed all lot release testing. The root cause of the centrifuge bowl break was most likely a separation of the outer bowl and outer bowl cover. The cause of the separation could not be determined based on the available information. No further action is required at this time. This investigation is now complete. (B)(4). P.t. (B)(6) 2019.

Event description:
The customer called to report a centrifuge bowl leak/break during the treatment procedure. The customer stated the bowl break occurred after the purging air phase of the procedure and approximately 170 to 180 ml whole blood was processed. The customer aborted the procedure and did not return blood to the patient. The customer stated the patient is stable. The customer has returned photographs for investigation.